Event description:
Consumer reports needing hospital assistance because of inability to trust the meter. Received a reading of 30, but was exhibiting symptoms of high blood sugar. Went to the ER and was tested with their meter - ER meter read 388.